Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was found to have a small tear in the insulation during generator change. The physician used a lead repair kit and suture sleeve to cover the damaged part of the lead. This lead remains in service. No additional adverse patient effects were reported.